Event description:
Review of a vns pt's device programming history revealed that the device was programmed to unintended settings at a follow-up visit. The settings corresponded to that of a system diagnostic test which usually occurs following an interrupted system diagnostic test. As seen in the history, an interrupted system diagnostics test occurred on (B) (6)2007. The pt's device was found to be programmed at incorrect settings and then, programmed back to intended settings on (B) (6)2008. The interrupted system diagnostic test caused the pt's device to be set at incorrect settings. A final interrogation was not performed at the end of the office visit to verify device settings.